Event description:
During an accessory pathway procedure, a pericardial effusion was noted with echo and a pericardiocentesis was performed. It is thought that the perforation occurred during ablation. A drop in blood pressure was noted after an ablation lesion was performed. The patient remains stable. There were no performance issues with any abbott device.